Event description:
It was reported in 2007, that since the second device implantation (she is bilaterally implanted), she has reported constant static and minimal sound stimulation with the second device. The patient complains about the static kept giving her major headaches. She cannot hear well, the sound is not clear at all. There is more static then anything. Additional information received on august 15, 2007, the patient's audiologist stated that the patient is scheduled to come in for further checks as she is still complaining about the right ear and her inability to use the device without headaches. Further information received that the patient is to undergo an integrity test carried out by med-el on the following month. Information regarding the testing was received on october 4, the patient is to meet up with the surgeon to discuss any possible medical reasons for the static she hears. Nothing remarkable showed up in the testing at the time of the clinic visit. All channels were ok and nothing stands out as unusual. The major complaint is that the patient hears a constant static. However, due to the severity and continous nature of the static in the patient's most recently implanted ear, revision is the most likely outcome.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.